Event description:
Additional information was received that indicates the lead was returned for analysis.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, a cut in the tri-lumen insulation, dried blood/body fluid was noted in the helix. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout the resistance testing were within normal limits. The lead did not pass pressure testing likely due to the cut in the insulation.

Event description:
Boston scientific received information that during a post operation check two days post implant, this right ventricular (rv) lead exhibited increased threshold measurements. A revision procedure was performed and the lead was observed to have dislodged. The lead was successfully repositioned and the patient was seen the following day. The rv lead still exhibited high threshold measurements. An additional revision procedure was performed and the lead was explanted and successfully replaced with another manufacturer's lead.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.